Event description:
Related manufacturer reference number: 1627487-2022-00939, 1627487-2022-00940. It was reported that during a revision procedure a portion of one of the patients l3 leads separated and was left implanted in the patient. During the procedure, while implanting a new lead, the patient experienced difficulty breathing and coded, the procedure was aborted. Post op the patients symptoms had resolved. Note: it is unknown which l3 lead fragmented so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.